Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A customer reported that recurring knives have been dull and seemed thicker than normal over recent weeks. Procedure details and patient impact information is unknown. Additional information has been confirmed to be unavailable for this report.

Manufacturer narrative:
Additional information: as no sample was returned to manufacturing for evaluation, the condition of the product could not be verified. A review of the related device history records for the reported lot number has been performed. The product was released according to the manufacturer's acceptance criteria. A complaint history examination indicates that this is the second complaint for the reported issue that is associated with the reported lot number. Because no sample was returned and the device history record review of the provided lot number indicates that the product was released according to acceptance criteria, the root cause for the defect experienced by the customer cannot be determined. Because the exact root cause for this complaint is unknown, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Defects, such as being dull, are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).